Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 420 mg/dl. The customer reported unexplained highs and a piece from the reservoir compartment flew off. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.